Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was cracked on the right plunger case. It was also observed that the plunger assembly had a non-original equipment manufacturer tamper seal. Review of the event history log showed an occurrence of "system advisory maintenance recommended." Functional testing was performed and it was found that the device displayed "system advisory maintenance recommended" at power up. The message is an annual preventive maintenance reminder. The pump was operating as intended. Preventive maintenance was performed on the pump. Per service history review this device has not been in for service previously. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Additional information: h6 health effects health impact updated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Event description:
It was reported that an error message occurred during a return order service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.